Event description:
The customer reported via phone call that they received a motor error alarm and a compromised force sensor system alarm. Customer's blood glucose was 203 mg/dl. Customer stated the motor error alarm occurred during a bolus delivery. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer stated they were unable to exit from the preparing to prime loop and insulin was squirting out during a manual prime. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test and alarmed motor error during the basic occlusion test due to moisture damage force sensor resistor however; the motor passed the motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.